Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney alleges a bard/davol ventralex mesh was implanted on (B)(6) 2015 during repair surgery and explant of a previously implanted infected (unknown) mesh. Subsequently, on (B)(6) 2015, the patient underwent exploratory laparotomy which revealed a "large perimesh infection¿ that was originally treated with percutaneous drainage. As a result of the mesh infection the infected mesh was removed. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the information provided claims general patient outcome allegations "due to the ventralex mesh products include but are not limited to mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue adhesions and organ perforation"; however, no medical records have been provided. Adhesions is a known inherent risk of surgery and adhesions, infection, and inflammation are listed in the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni¿patient underwent an unspecified ventral hernia repair procedure with implant of an unknown mesh. On (B)(6) 2015: the patient underwent an exploratory laparotomy, lysis of adhesions and ventral hernia repair with implant of bard/davol ventralex mesh. The pre-and post-operative diagnosis was ¿recurrent and ventral hernia specifically as a recurrent midline hernia that had previously been repaired with mesh (unknown)". The surgery included incising the "mesh" (unknown) that had ¿clearly rolled¿ and which had a recurrence at the superior aspect. A bard/davol ventralex mesh was placed as part of the ¿repair¿ process of the symptomatic prior repair of the midline hernia and specifically the removal of the infected mesh (unknown). On (B)(6) 2015: the patient returned to the hospital and was admitted for complaints of increased pain to the abdomen. On (B)(6) 2015: the patient underwent an exploratory laparotomy which revealed a ¿large perimesh infection¿ that was originally treated with percutaneous drainage. As a result of the mesh infection the infected mesh was removed and sent to the lab which revealed and confirmed infection, abscesses and buildup of purulent material. As a result of having the mesh product implanted in him, the patient sustained permanent injury, underwent corrective surgeries and has experienced and will continue to experience significant physical pain and suffering. The injuries, conditions and complications suffered by the patient due to the ventralex mesh products include but are not limited to mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue adhesions and organ perforation. Patient suffered infection or inflammation, tissue abrasion, migration, organ perforation, cellulitis, reoccurring abscesses, reoccurring hernias, and other severe health consequences.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the patient's dob and to report additional medical treatment performed following the explant of the ventralex mesh. With the current information provided, the conclusion for this file remains inconclusive.

Event description:
As originally reported in (B)(6) 2018: ni/ni/ni¿patient underwent an unspecified ventral hernia repair procedure with implant of an unknown mesh. On (B)(6) 2015: the patient underwent an exploratory laparotomy, lysis of adhesions and ventral hernia repair with implant of bard/davol ventralex mesh. The pre-and post-operative diagnosis was ¿recurrent and ventral hernia specifically as a recurrent midline hernia that had previously been repaired with mesh (unknown)". The surgery included incising the "mesh" (unknown) that had ¿clearly rolled¿ and which had a recurrence at the superior aspect. A bard/davol ventralex mesh was placed as part of the ¿repair¿ process of the symptomatic prior repair of the midline hernia and specifically the removal of the infected mesh (unknown). On (B)(6) 2015: the patient returned to the hospital and was admitted for complaints of increased pain to the abdomen. On (B)(6) 2015: the patient underwent an exploratory laparotomy which revealed a ¿large perimesh infection¿ that was originally treated with percutaneous drainage. As a result of the mesh infection the infected mesh was removed and sent to the lab which revealed and confirmed infection, abscesses and buildup of purulent material. As a result of having the mesh product implanted in him, the patient sustained permanent injury, underwent corrective surgeries and has experienced and will continue to experience significant physical pain and suffering. The injuries, conditions and complications suffered by the patient due to the ventralex mesh products include but are not limited to mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue adhesions and organ perforation. Patient suffered infection or inflammation, tissue abrasion, migration, organ perforation, cellulitis, reoccurring abscesses, reoccurring hernias, and other severe health consequences. Addendum to the previous information based on medical records received. On (B)(6) 2015 - (B)(6) 2015: hospital admission; the patient, previously underwent an open ventral hernia repair with underlay mesh. This was complicated by a mesh infection and his mesh was explanted on (B)(6) 2015. He was discharged on (B)(6) 2015 on bactrim due to (B)(6) growing out in the or culture. After discharge, the patient had home nursing, but presented to an outside hospital with increased abdominal pain and decreased nutrition/by mouth tolerance. He was transferred to a rehab facility after a CT of the abdomen and pelvis revealed a recurrent collection versus hematoma. Drain cultures grew out acinetobacter and yeast. This fluid collection drained dark hematogenous material for a few days, after which point in time the patient started to feel much improved and was tolerating a significantly increased amount nutrition intake by mouth.